Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.

Event description:
It was reported that an angio-seal vip was selected for use. The pt was undergoing peripheral angioplasty. A groin shot was taken and the angio-seal was deployed in the left common femoral arteriotomy (lcfa) and hemostasis was achieved. The pt received heparin during the procedure and post procedure overnight. It was unk when the pt was ambulated or weight bearing began. The next day, the pt experienced arterial bleeding and a hematoma in the left groin. The pt's leg was also reported to be ischemic. The pt returned to the lab and received medications including a tissue plasminogen activator (tpa) through the right common femoral artery. The pt then returned to the ward. The pt went to surgery where it was reported that the artery had a large intimal dissection with a hematoma. The angio-seal anchor was found outside of the artery. The artery was repaired and the pt was reported to be recovering.